Event description:
Rptr rec'd a letter from the co stating they no longer support the use of the device, even though the device is in use in the med community. There has been no known injuries from the device. Letter rec'd from multimedia med sys (mms) dated april 17, 1998, describes the discontinued support of the external beam software, therpacplus version 6.5. Facility obtained the above mentioned software just last september, 1997. The software is used daily for the planning and treatment of radiation therapy pts. The software is written in such a way that user is not able to enter into the program beam data for any new machines unless the co (mms) sets up a beam descriptor file containing appropriate parameters for the new machines. Since facility is currently in the process of commissioning a new machine and is planning to install another new machine in a few mos, the co's plan to not provide any support leaves facility in a very difficult position. It it not possible for facility to purchase a new treatment planning sys in such a short period of time. User would like to know if mms could provide the necessary support. Also, if therpacplus version 6.5 continues to be used by the med community, is mms required to provide support? And, will the product still be FDA regulated if it is not recalled?